Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to allegations of elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-03660 / 03661).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-03660 / 03661).